Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right ventricular apical lead was relaying noise which, in turn, resulted in inappropriate shock therapies. A subsequent merlin on demand review established there was lead noise. Secure sense was not on. On (B)(6) 2018 the lead was capped and the patient was stable before, during and after the lead was capped. On (B)(6) 2018 the lead was replaced and the patient was stable before, during and after the lead was replaced.